Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient received inappropriate shocks from the device during episodes of atrial tachycardia/atrial fibrillation (at/af). The device withheld detections briefly due to the at/af discriminator but there was intermittent undersensing by the atrial lead which resulted in ventricular tachycardia detection and therapy. Also the wavelet match scores for the device showed "no match." It was noted that the shocks terminated the at/af. The device and atrial lead remain in use. No further patient complications have been reported as a result of this event.